Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported during the procedure the proline suture on the lead snapped during the placement. The rep noted the hcp removed it and opened another lead and placed it successfully. The rep noted they were unable to determine the return status, they thought it was thrown away. The rep noted it was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The rep stated it was unknown if there was any diagnostics or troubleshooting performed. The rep noted the actions taken to resolve the lead snapping was a new lead was placed and the issue was resolved at the time of the report. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.